Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing diabetic ketoacidosis. The customer's high blood glucose was over 200 mg/dl and other blood glucose was 197 mg/dl. The customer stated that the insulin pump was not delivering insulin. The customer's high blood glucose was over 200 mg/dl and 197 mg/dl. The insulin pump and reservoir will not be returned for analysis.